Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from one(1) pt sample that was generated by the access 2 instrument. The pt sample was tested for accu tni and a result of 0.51ng/ml was obtained. The customer re-tested the original sample for accu tni and the repeated result was 0.31 ng/ml. There was no report of death, injury requiring medical intervation or change to pt treatment associated with this event.

Manufacturer narrative:
Qc was within range prior to the event. System check from 10/03/2006 was partially out of specification and passed within specifications when repeated later. Per customer technical service (cts) on 10/09/06, weekly maintenance was performed by the customer and system check verification met specification. Customer performed 20 point precision run and qc and results were acceptable. A field service engineer (fse) was dispatched to the customer's lab on 10/10/2006 and 10/12/2006. The fse replaced worn transducer tip. The fse adjusted mixer speed and luminometer. The fse ran holder exerciser and results were acceptable. The fse performed diagnostic testing, which was partially out of specification. The fse observed "air slugs" in dispense probe lines and dried wash buffer on the transducer. The fse replaced wash valve rotor and transducer and performed necessary alignments. The fse repeated diagnostic testing and results were within specification. The fse ran qc and results were within specification. The fse assayed 11 specimens in duplicate. No fliers observed. Per established procedures, the fse verified repair and the results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.